Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue could not be confirmed. During evaluation, it was observed, appearance defect was noted on the control unit. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility submitted a repair request to the olympus service center indicating, the camera head had a cable disconnection. There was no harm or user injury reported due to the event.

Event description:
Additional information was received from the customer stating that the date of occurrence was (B)(6) 2022 during pre-use inspection for a diagnostic cystoscopy procedure and it was completed with a different device with no harm or injury involved.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following section was corrected: h8. It has been over 19 years since the subject device was manufactured; therefore, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the legal manufacturer's investigation, the phenomenon was not reproduced, and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.